Event description:
The company was informed that the patient developed an infection and persistent discharge at the implant site. The patient was treated with antibiotics (type unknown). The discharge was stopped and restarted again. It was reported that the patient currently has a scab over the wound without any discharge. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.